Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan reporting an "error 4" issue with the subject meter. The reported issue first occurred on (B)(6) 2011 afternoon. The patient reportedly started to have fluctuating symptoms of high (irritability, confusion, incoherence) and low (shaky) blood glucose the following morning at 11am. The patient did not make any changes to his basal rate of insulin on his insulin pump during this time; however, noted that he was able to test on (B)(6) 2011 on a backup meter and obtained a "228 mg/dl" so he took 2 units of insulin. No other forms of medical intervention were reported. The customer service representative troubleshot the "error 4" issue with the patient and noted that the issue was unresolved. This complaint is being reported as an adverse event because the patient allegedly developed symptoms that met lifescan's criteria of a serious injury after the "error 4" issue began and the "error 4" issue was not resolved with troubleshooting.

Manufacturer narrative:
Device evaluation: the lay user/patients product(s) has been returned and evaluated by lifescan product analysis on 1/10/2012 with the following findings: the meter involved with this complaint failed testing. The meter was found to have spc pin lifted high. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
510(k) # is k080639. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.